Manufacturer narrative:
Consection d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735787. Multiple annex a codes were coded for this event. A0719 was coded for the system shutting down. A110201 was for the system having a hard time starting up. Multiple annex g codes were coded for this event. G02002 was coded for the battery 9735773 48v s8 svc. G02027 was coded for the ups 9735787 main cart s8 svc h3, the system was serviced in the field and hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system shut off in the middle of the case. At the beginning of the case, it was having a hard time starting up. The site does not keep the system plugged in when not in use. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the uninterruptible power supply (ups), product ID: 9735787, lot number: 19280353, was returned to the manufacturer for analysis. The analysis concluded no faults were found. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14 h3, h6) the battery, product ID: 9735773, lot number: 1932, was returned and analysis confirmed the reported event. The battery was tested (51.80 volts) with a known good ups for a 24 hour period. During the 24-hour test, the ups shut down due to the battery overheating, thus causing no power. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.